Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Address line 2 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection found no physical damage. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it was confirmed that there was a record of the occlusion alarm occurred during pump operation. Functional testing confirmed the customer reported issue. The investigation determined the pump had a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that there is an intermittent blockage alarm. There was no patient involvement and no patient harm/adverse event reported.